Event description:
It was reported that during a retroperitoneal lymphadenectomy procedure, the teflon from the device released, delaying the same, but not cause injury to the patient. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted and 100% present and attached to the clamp arm; not detached as reported. The device was connected to a test handpiece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.